Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button, reportedly has to be pressed several times for a responsive. The pt claimed that the button springs back as normal when pressed and that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.